Event description:
The customer reported via phone call that she had many issues with the sensors. The sensors either bent, did not insert, or fall out. The customer stopped using the sensor. Customer's blood glucose level was over 400 mg/dl. The customer also had a low blood glucose incident of 18 mg/dl. She laid down because she was feeling incoherent. She treated her low blood glucose with juice and a candy bar. Troubleshooting was declined. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.